Event description:
I had my mentor breast implants removed by my surgeon at kaiser. My breasts were hurting and the doctor discovered one implant was ruptured. Pathology report shows cellular changes from the foreign body called giant cell reaction. My cells were mutating from the inflammation caused by the implant rupture. Reference report: mw5149101.